Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in pain and felt like their implant was detaching. They stated that it felt like it was tearing the inside of their skin when they moved and had a pulling sensation. They spoke with the healthcare professional (hcp) office the day prior to the report and they were trying to schedule an x-ray to see what was going on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery implant felt like it was detaching due to the feeling of inside skin tearing and pulling. However, they noted all seemed well; the healing took a while and they were not expecting 100%, but now that their back was better, the implanted battery appeared to be the main problem. After a month with a new controller, they were happy with their back and leg pain lessened.